Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing contralateral approacf. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). After placement of an eluvia stent, a 6.0 x 40, 135cm mustang balloon catheter was advanced for post dilatation. However, during the second inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.